Event description:
At about 9 months from the primary, the patient came in presenting pain as the result of a patella tendon rupture and the cause is unknown. The surgeon revised the insert from a 14mm to a 17mm due to instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 february 2026. Gmk-spherika 02.12. E0314fr gmk-sphere tibial insert e-cross - flex 3r - 14mm (k202022) lot 2243372: (B)(4) items manufactured and released on 31-jan-2023. Expiration date: 11-jan-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.